Event description:
Litigation alleges patient has suffered pain and injuries due to the asr implant, as well as excessive levels of cobalt and chromium in blood. Update: (B)(6) 2012, plaintiff fact sheet received with part/lot information. Medical records were attached indicating that the patient had suffered a femoral fracture during the surgery.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed